Manufacturer narrative:
Technician determined that the pcb was defective due to fluid ingress caused by damaged outside label. Replaced lt ucm and nc and user labels to resolve this issue.

Event description:
Complaint alleged that the left siderail has multiple flashing led's.